Event description:
Reporter alleged discrepant back to back blood glucose results of #hi# back to back with a result of 173 mg/dl performed withiin 2 minutes apart, 366 mg/dl versus 173 mg/dl performed 9 minutes apart, and 121 mg/dl versus 232 mg/dl performed 5 minutes apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.